Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75 x 32 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found the stent was damaged on the most proximal stent strut rows, stent struts were lifted and pulled distally and bunched leaving a proximal section of balloon exposed. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No further issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14may2020. It was reported that stent difficulty positioning was encountered. The 80-90% stenosed, diffused target lesion was located in the severely tortuous left anterior descending artery. After a guidewire crossed the lesion, pre-dilation with a balloon was performed, and a 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, the stent could not be positioned accurately in the lesion even after several attempts due to severe tortuosity. The device was simply removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.